Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned elevated troponin I result is unknown. However, the pattern of repeatable elevated troponin I results of the same value obtained on lot ec6323 with negative results on the alternate tni lot ea6272 on the same analyzer is strongly suggestive of non-specific heterophilic antibody binding peculiar to this one patient. No sample has been supplied for siemens evaluation. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. The report will be updated if more information becomes available.

Event description:
An elevated troponin I result (tni) was obtained on a patient sample on the dimension exl. The result was reported to the physician. The same sample was tested on the same analyzer with an alternate lot of the tni reagent and a lower, negative result was obtained. A coronary angiography was performed on the patient. There was no report of adverse health consequences as a result of the elevated troponin I result or the angiography procedure.